Manufacturer narrative:
The customer's device was not returned to stryker for evaluation and therefore the issue could not be verified or duplicated. A customer quality engineer (cqe) called and spoke to the customer. The customer stated that the power button functioned as intended and that there was no problem with the device.

Event description:
The customer contacted stryker to report that the on/off button of their device is unresponsive. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Event description:
The customer contacted stryker to report that the on/off button of their device is unresponsive. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.